Event description:
The patient was brought to the interventional radiology suite for a liver biopsy. Ultrasound images confirmed proper placement of the co-axial needle and targeted area. Two passes were performed and documented images showed tip placement of biopsy instrument in the liver but both attempts did not produce a core specimen. After evaluation of the two attempts it was decided to open a new biopince full core biopsy instrument. Without manipulating the co-axial needle a third pass was made producing a successful sample. Another sample was obtained making the procedure complete with two adequate samples. The two specimens were sent to the lab for testing.